Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis possibly caused by touch contamination after eye surgery. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days and ceftazidime 2g daily (duration unknown). The culture resulted with no growth and the patient¿s white blood cell count was 371 (unknown units). The cause of the peritonitis has not been confirmed; however, the pdrn did state the patient underwent eye surgery prior to being diagnosed with the peritonitis. The patient continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler with cycler set. The cause of the peritonitis has not been determined, but there is a potential of touch contamination after the patient underwent eye surgery. All dialysis treatments include risk of infection due to a decreased immune system and the potential of microbial contamination with dialysis techniques. Based on the available information and no evidence or allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis possibly caused by touch contamination after eye surgery. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days and ceftazidime 2g daily (duration unknown). The culture resulted with no growth and the patient¿s white blood cell count was 371 (unknown units). The cause of the peritonitis has not been confirmed; however, the pdrn did state the patient underwent eye surgery prior to being diagnosed with the peritonitis. The patient continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.